Event description:
It was reported that the right ventricular lead tripped an alert for high impedance values. Trends showed impedance values had been erratic, which suggested a possible fracture. The lead was inactivated and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 02:15:06 and (B)(6) 2011 02:15:07. The weekly hv - lead impedance trend data show varying impedance spike increases for max defib from 64 to 228 ohms range between (B)(6) 2009 and (B)(6) 2011. Oversensing was also noted as one vf=180 ms average v-cycle occurred on (B)(6) 2010 08:56:45.